Event description:
B. Braun space pump piggyback set up correctly with zometa 4mg as piggyback and 250ml nss (normal saline) in primary line. Every time roller clamp on secondary tubing opened drug free flowed. It was determined that the drug was free flowing into the nss primary bag. Nss primary needed to be clamped before secondary line to prevent this free flow and allow drug to run via the pump. When drug bag completed, nss flush bag was also infused to ensure patient received all medication. This was reported to b. Braun team in daily debrief and they are investigating.